Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. After the transseptal puncture (tsp), a watchman access system (was) was advanced and an unknown pigtail catheter was used to position it in the laa. While the first closure device was being prepared outside the patient, it was noted that the patient had a small pericardial effusion which had been .5cm, had grown to 1cm. The patient was stable and the procedure continued. Two 30mm watchman laa closure device & delivery system (wds) were attempted and then a 27mm closure device was successfully implanted. The patient remained stable throughout the procedure with no intervention required and no further complications reported.